Manufacturer narrative:
Block b3: exact date unknown, event occurred year 2022. Block d6b: explant date: 2022.

Event description:
It was reported that there was scar tissue build up where the paddle lead was put in and it was causing excruciating pain to the patient. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred year 2022. Block d6b: explant date: 2022. Correction to the initial MDR in block h11. Additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that there was scar tissue build up where the paddle lead was put in and it was causing excruciating pain to the patient. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.